Manufacturer narrative:
Continued: e1- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/04/2024.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as unidentified tear. The shell thickness was within specification. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. The device has been explanted and replaced with a non-abbvie device.